Event description:
It was reported that this implantable pacemaker experienced a lead safety switch (lss) due to exhibiting high out of range impedance measurements. Furthermore a signal artifact monitoring (sam) episode was recorded on the right ventricular lead, which ended up being disabled. Analysis of the system was performed and noise was observed. Loss of capture and high out of range pacing impedance measurement were also observed on the right ventricular lead while it was programmed in bipolar configuration, however when it was in unipolar configuration all testing results were normal. The patient was seen for further follow up in office where programming changes were made. The plan is to continue to monitor at this time. This patient is not dependent. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker experienced a lead safety switch (lss) due to exhibiting high out of range impedance measurements. Furthermore a signal artifact monitoring (sam) episode was recorded on the right ventricular lead, which ended up being disabled. Analysis of the system was performed and noise was observed. Loss of capture and high out of range pacing impedance measurement were also observed on the right ventricular lead while it was programmed in bipolar configuration, however when it was in unipolar configuration all testing results were normal. The patient was seen for further follow up in office where programming changes were made. The plan is to continue to monitor at this time. This patient is not dependent. This device remains in service. No further adverse patient effects were reported. Additional information was received that this patient was brought into the clinic for further evaluation after their home monitoring system triggered a red alert as a result of high out of range rv pace impedance measurements. An rv lead fracture was identified. Additionally, failure to capture in both bipolar and unipolar was observed. The patient recently underwent shoulder surgery and would like to wait to undergo a lead revision procedure, until their should rehabilitation is complete. The plan is to schedule the patient for a non-boston scientific implant procedure at a later date.